Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving dilaudid (15 mg/ml at 1.25 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2016 it was reported that the patient was going to be having a catheter revision. The patient had a loss of therapy in (B)(6) 2015 and was diagnosed with a catheter fracture via a cap (catheter access port) study in (B)(6) 2015. The patient was a work comp case and they were working through that to get the revision scheduled. Additional information was received on 17-feb-2016 and it was reported that the catheter was replaced on (B)(6) 2016.